Manufacturer narrative:
Samples were collected lithium heparin tubes and spun for 5 mins. No qc data was supplied to date. Per customer, system check history was very good. A field service engineer (fse) was on-site in early 2009: fse found and cleaned spills in the wash carousel. Fse recalibrated the transducer on the main pipettor. Fse performed hardware verification and all portions were within published specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneously elevated accutni results generated by the unicel dxc 600i synchron access clinical system for two pts. Customer tested a pt sample for accutni and obtained a result of 14.03ng/ml. The erroneous result was reported outside of the laboratory. This pt had an earlier sample that resulted <0.10 ng/ml". Approx 6 hours later sample #2 was drawn, which gave the above result. Another 6 hours later, a third sample was drawn and it resulted "<0.10 ng/ml". It was at that time the sample in question was respun and repeated and, recovered a result of 0.04ng/ml. A sample from another pt when tested gave an accutni result of 0.10ng/ml, but after it was re-spun and retested it gave a result of 6.30 ng/ml and another repeat result of 0.15 ng/ml. A second sample obtained from this pt gave results of 0.48 and 0.41 ng/ml. It is unk if there was an affect to pt or user with regards to this event.